Manufacturer narrative:
Returned product sample has been received and evaluation is pending.

Event description:
On october 1, 2021 haemonetics was notified of pipe to bowl under pressure with some air bubbles present in the donor line during a donation procedure in (B)(6), utilizing a nexsys pcs 300 system. The system did alert the operator twice of 'plasma weight is not increasing'. Despite good flow, no plasma entered the bag. After the messages on the screen, procedure was stopped. There was no reported impact to donor's health.